Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of probe is so dark the vein is not visible was unconfirmed. The probe was inspected the image is normal when compared to other in house probes. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. No other functionality issues with the equipment were found during evaluation/servicing. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm and PICC nurse: the probe is so dark the vein is not visible.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm and PICC nurse: the probe is so dark the vein is not visible.